Event description:
It was reported that the patient presented in clinic for follow-up with no symptoms noted. Upon interrogation, the right atrial lead exhibited infrequent episodes of oversensing noise leading to inappropriate mode switch. All electrical measurements were stable and in-range. No intervention was performed; patient remained stable.